Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a small piece broke off of the top part of the bottom tasp. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : mechanical (g04) - provisional bottom. Visual examination of the returned product identified signs of repeated use nicked / gouged and a corner of the post feature has fractured off. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. No further analysis can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. Upon review of our reporting decision on fracture of articular surface provisionals. A review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.